Manufacturer narrative:
Product was received on 9/10/2023. During the complaint investigation the logs were downloaded and reviewed, there was no major alarms in the log. The device was in good condition and passed inspection and all production validation testing without any issues. The device was functional as per specification based on testing and according to logs. The key press entries show the pump was programmed and started a therapy at 41.6ml/hr on the (B)(6) , the date of the incident. It may have been a programming error that caused the over delivery. The customer¿s complaint was not confirmed since there the device was operating correctly, the incident could not be replicated, and was not confirmed from logs.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event occurred on (B)(6) 2023 and involved an unspecified plum 360 infusion pump. The reporter stated, ¿wrong infusion rate of amiodarone was administered ¿ tmh b2. Amiodarone infusion q24h (rate: 21ml/hr) was ordered since 21 aug for acute pulmonary edema with fast atrial fibrillation. Patient was transferred to another medical ward (B)(6) for further management on (B)(6). Upon arrival at 20:15, the nurse noted the infusion rate of amiodarone was set as 42ml/hr instead of 21ml/hr on the infusion pump (plum360).¿ the infusion initiated time was at 14:26. The infusion intended to run for duration=23hrs desired rate =20.8ml/hr vtbi=480ml. The delivery time issue noted is upon arrival at 20:15, the nurse noted the infusion rate of amiodarone was set as 42ml/hr instead of 21ml/hr on the infusion pump. It was also mentioned that no idea of how much fluid/medication was expected to be left in the container, no idea of how much medication was delivered to the patient in the reported timeframe, no idea if the bag go dry, no idea if the subsequent container being hung and fluid was noted in the previous container, no idea if did the patient alert the healthcare professional, no idea if did there appear to be any difficulty in programming or initiating the infusion since the hospital does not answer due to confidential. It was also stated that at the meantime, the log file shows the flow rate has been changed from 20.8 to 41.6 ml/hr. It was also mentioned, no idea if there was any pump alarm or what was the alarm for since hospital does not answer due to confidential, but can check from the log file. The pump was not isolated after the event and they mixed with another normal pumps. It was also mentioned that no issue found into the set. Not found if the tubing set tested. No idea if the tubing isolated after the event since hospital does not answer due to confidential. The staff became aware of this event since the pump was returned from the clinical use with signed note from ward b2 (where the patient was originally transferred from).the pump was scheduled to be checked on (B)(6) at the user facility. The reporter indicated that the patient died recently and no other clinical details, facts or information was provided pertaining to the event/timeline details leading up to the patient death, nor did they provide any cause of death. The date of death for this event was unspecified, but the customer indicated that it was somewhere around (B)(6) 2023. The date of (B)(6) is the date that the clinician identified that the infusion rate was incorrect as opposed to it being a generic ¿date of event¿.